Event description:
It was reported that a patient started treatment with remodulin (treprostinil sodium, concentration 10.0 mg/ml) for secondary pulmonary arterial hypertension. The patient began using the self-filled pump, and their current dosage was recorded as 0.116 g/kg (3 ml self-fill cassette at a pump rate of 41 mcl per hour), administered continuously via subcutaneous route. The patient was hospitalized due to complications related to the new pump and an issue requiring intervention. The specific pump issues were not detailed, and the patient did not seek assistance during their hospitalization. The patient lost approximately 5 pounds due to water retention edema and was discharged (B)(6) 2024, with instructions to continue using a different brand pump until after the holidays. There was patient involvement and edema experienced during this event.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.